Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.-

Event description:
It was reported while using an unspecified bd conventional pen needle a dose was less than required. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a medical event is reported due to omission of dose and quality report.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using an unspecified bd conventional pen needle a dose was less than required. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a medical event is reported due to omission of dose and quality report.